Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device failed the weight test. The oil levels are low and the unit needs refurbishment. The piston migration was at 2.3 inches. The complaint was confirmed and the root cause has been associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deterioration of the seal material over time or an abnormality of the surface that the seal contacts.

Event description:
It was reported that the pressure was too weak to suspend the weight. The investigation confirmed that the device did not pass the weight test. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.